Event description:
Consumer reported via e-mail that when she removed a light tampon, it started to unravel and the cotton was coming loose. No injury was reported.

Manufacturer narrative:
15-apr-2020 product investigation results: no failure could be identified as a result of the investigation. Method code changed from 4101 to 4110.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via e-mail that when she removed a light tampon, it started to unravel and the cotton was coming loose. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via e-mail that when she removed a light tampon, it started to unravel and the cotton was coming loose. No injury was reported.

Manufacturer narrative:
On 15-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer reported via e-mail that when she removed a light tampon, it started to unravel and the cotton was coming loose. No injury was reported.